Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date during hospitalization, pd therapy was discontinued and hemodialysis was started. It was planned to return to pd therapy approximately two months after the reported event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.